Manufacturer narrative:
This is 11/13 emdr reports. Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of undeterminable will be assigned to the reported defects 'stent failed/unable to open', 'stent dislodged/migrated' and 'stent deformed' as the complaint involved a product which was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
In a retrospective multicenter observational cohort study, conducted to determine safety and efficacy of the surpass streamline (ss) for intracranial aneurysms treatment (a population of cases with predominantly wide-necked small and medium-sized aneurysms). A total of 277 patients with 314 aneurysms were treated between january 2018 and june 2021. Intraprocedural technical complications included subject stent poor wall apposition , subject stent foreshortening and subject stent fish mouthing of the distal end in 21,3 and 17 cases respectively were reported. In 12 months follow up imaging 5 cases showed that subject stent migrated. No further information was available. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses all events of poor wall apposition, fish mouthing, foreshortening and device migration covered within this literature source.

Manufacturer narrative:
This is 11/13 emdr reports. The device is not available to the manufacturer.

Event description:
In a retrospective multicenter observational cohort study, conducted to determine safety and efficacy of the surpass streamline (ss) for intracranial aneurysms treatment (a population of cases with predominantly wide-necked small and medium-sized aneurysms). A total of 277 patients with 314 aneurysms were treated between january 2018 and june 2021. Intraprocedural technical complications included subject stent poor wall apposition , subject stent foreshortening and subject stent fish mouthing of the distal end in 21,3 and 17 cases respectively were reported. In 12 months follow up imaging 5 cases showed that subject stent migrated. No further information was available. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses all events of poor wall apposition, fish mouthing, foreshortening and device migration covered within this literature source.